Event description:
Perforation of the circumflex artery occurred during ptca. Pt. Became hypotensive, pericardiocentesis performed and jo stent insertion attempted. During procedure the stent broke off the catheter.======================manufacturer response for coronary stent, graftmaster coronary stent graft system (per site reporter)======================unknown